Manufacturer narrative:
(B)(4).

Event description:
Treatment of an avm. It was reported that the patient's avm was treated with onyx and the catheter was left inside the patient due to entrapment. Three years after the treatment, the patient came back and report the catheter has induced patient injury due to the catheter was left inside the artery (leg thrombophlebitis and necrosis at the level of the heel). The catheter was removed via surgery and the patient has recovered. No other complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2011-00046.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 6.9 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by over-pressurization as a result of an undetected kink or other obstruction within the catheter. (B)(4).

Event description:
Treatment of an avm. It was reported that the patient's avm was treated with onyx and the catheter was left inside the patient due to entrapment. Three years after the treatment, the patient came back and report the catheter has induced patient injury due to the catheter was left inside the artery (leg thrombophlebitis and necrosis at the level of the heel). The catheter was removed via surgery and the patient has recovered. No other complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2011-00046.